Manufacturer narrative:
In previous report device problem code grid was added incorrectly, in this report it was corrected. In box h device problem code grid was updated.

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired/recertified dreamstation CPAP with an allegation of device is dirty. There was no allegation reported by the patient. There was no report of serious patient harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.